Manufacturer narrative:
Additional information provided: b.5 & d.10 an unexpected return from the customer confirmed a leak from the tubing. The set configuration was visually inspected as received for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the set noted a cut in the primary set tubing (approximately 2 inch below the distal smartsite port. No other anomalies were observed throughout the set configuration. Functional testing confirmed leaking from the cut in the tubing. The source of the leak is due to a cut in the tubing two inches below the distal smartsite. The root cause of the cut damage could not be determined. Device history record for model 2420-0007 could not be performed due to no lot number being provided by customer.

Event description:
Although an unexpected tubing set with an unspecified issue was returned by the customer, a photo from the receiving lab appeared to show the IV tubing set leaked. No further information is available.

Manufacturer narrative:
Concomitant medical products: non-bd needle free IV connector. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Unexpected return _ the IV tubing set leaked.